Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was evaluated by the asp where the reported issue of it providing low vte (exhaled tidal volume) and low fio2 (fraction of inspired oxygen) was initially confirmed, however, during subsequent testing of the device the issues could not longer be duplicated. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was delivering low vte (exhaled tidal volume) and low fio2 (fraction of inspired oxygen). There were no reports of patient use associated with the reported issue.